Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2016, 4196-88 lead, implanted (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity warning due to two or more high rate non-sustained episodes with a v-v cycle of less than 220 milliseconds and the sensing integrity counter being greater than or equal to 30 in three days. The left ventricular (lv) lead and rv lead were switched in the device header. About five weeks later, the lvtip to rvcoil lead impedance (measured via the lv port with the rv lead) was low and an alert was triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.